Event description:
Boston scientific received information that this left ventricular lead had dislodged and resulted in diaphragmatic stimulation. The lead was explanted and replaced with no adverse patient effects reported other than the additional procedure.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.